Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital after failing while running due to a pre-syncopal episode. Attempts to interrogate the device were unsuccessful due to the patient being a united states patient and the (B)(4) programmer did not have the correct software loaded in it. The physician observed pacing inhibition on hospital telemetry equipment of up to three seconds in duration. The device magnet response was 100 ppm which is equivalent to a battery status of beginning of life (bol). The patient was stabilized and boston scientific support was requested by the physician. New information received indicates that the patient traveled back to the united states. The device was interrogated and device evaluation confirmed normal device function. Sensing, pacing thresholds and lead impedance values were all within normal limits. There were no ECG strips available to confirm over sensing or loss of capture as alleged by the (B)(6) physician. The device sensitivity was reprogrammed to a fixed output and the patient was instructed to continue normal follow ups with their cardiologist. No surgical intervention was performed and the device remains in service.